Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was between the range of 130 mg/dl to 140 mg/dl at the time of the incident. The customer stated they are unable to exit the "preparing to prime" loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's request. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape and act button. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No prime/fill anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.